Event description:
It was reported that the customer's blood glucose level was 110 mg/dl and her sensor glucose level was 41 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The sensor glucose reading caused the customer's insulin pump to go into threshold suspend. Standard troubleshooting was performed. The customer stated she had received calibration errors from her sensor, and had bent sensor cannulas in the past. The customer was advised to calibrate her sensors three to four times per day. The customer was sent replacement sensors. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.